Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, and a loose/flush drive support disk.

Event description:
The customer reported via phone call that there were cracks near the battery compartment of the insulin pump. The customer's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis and a replacement device was shipped to the customer.